Manufacturer narrative:
Initial and final MDR 1909105 - MDR 3003442380-2024-13447 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use, which cause the patient's blood glucose elevated to 200 mg/dl. The infusion set was in use for 3 to 12 hours . The patient replaced infusion set and resumed insulin successfully. No further information available.